Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) had a history of atrial fibrillation. The patient recently experience a rapid conducting atrial fibrillation, discriminators were on in this device, however, the patient's rhythm had progressed to the vt zone and the patient received a shock. Device operation and programming was discussed with technical services. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.